Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-.06560. The patient reported the ipg battery life was not to her satisfaction. Reportedly, surgical intervention was undertaken on (B)(6) 2016 during which time the physician discovered the lead had pulled out of the ipg header. Consequently, the scs system was explanted to resolve the issue.